Event description:
It was reported that a patient's blood glucose (bg) levels reached 375 mg/dl while wearing the pod for more than 48 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Inspection of the device found no conclusive evidence of issues capable of preventing the proper insertion of the soft cannula. The cause of this event could not be determined. The device was received partially deployed. The formed needle protruded past the needle well. The hard cannula was observed to be dislodged from the slide retract. The hard cannula was incorrectly installed, resulting in the needle's inability to retract. It cannot be determined if this issue affected the soft cannula's ability to insert. The slide retract was observed to be damaged. The incorrect installation of the hard cannula resulted in this damage.